Event description:
On august 13, 2007, it was reported to boston scientific corporation that a vaxcel standard port was placed for therapeutic purposes ina patient (age and gender unknown). During the procedure, the peel away sheath did not peel properly and another sheath was used to complete the procedure. There were no complications reported with this event.

Manufacturer narrative:
This device has been returned to the manufacturer, but the evaluation has not yet been completed. A review of the device history report revealed that the lots met all material, assembly and performance specifications. A similar complaint trend review indicates that there have been no previous complaints reported for lot number 1173920 on this particular failure mode. The july 2007 15-month standard port non valved product family trend reports for this failure mode was reviewed and noted no adverse trend and no data point exceeded the complaint alert limit.